Event description:
Customer reported that the pumping segment ballooned during use on the 4 tower unit during an infusion of a banana bag of IV fluids on the pm shift. Customer states that no IV pushes or flushes were given through the line. There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
Manufacturer's report date: june 11, 2014. Internal file number: (B)(4). The set has been received and the evaluation is pending. A follow up report with investigation results will be submitted once the evaluation is completed.